Manufacturer narrative:
D4): additional information: device model number, lot number, catalog number, expiration date, serial number, UDI now available and populated. D9): the device was returned for evaluation 24jul2023. G3): the device evaluation and investigation were completed 07aug2023. H3): visual inspection found a 2 inch breach to the outer jacket, beginning near the distal end of the strain relief, and the outer jacket was wrinkled, distal to the breach. In this area, the inner lumen was exposed, with heavy biologics observed. All fibers in the breached area were broken, and most were exposed and burnt at the proximal end, with none of the distal fibers burnt. The remainder of the catheter was in working condition. H6): based on device evaluation and investigation, the cause of the damage could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
H3): the device was not returned, thus no investigation could be completed. H6): the device was not returned, thus the reported failure could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced, and a spectranetics turbo elite laser atherectomy catheter was used to treat the patient. During use, the device was loaded over the guide wire, and when retracted from the patient, damage was observed at the proximal end. Per photo provided, a breach in the outer jacket with broken and exposed fibers were visualized, just distal to the strain relief. Another turbo elite was used to complete the procedure with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.